Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the bb shows a replace cartridge alarm on (B)(6) 2016 at 20:18; deliveries resumed on (B)(6) 2016 at 23:35. A replace battery alarm was recorded on (B)(6) 2016 at 16:41; followed by several por events. Cs-064-0001 alarms were recorded on (B)(6) 2016 at 22:07 and 22:09. An occlusions alarm with high force was recorded on (B)(6) 2016 at 19:37. Deliveries resumed on (B)(6) 2016 at 18:55. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).